Manufacturer narrative:
Concomitant medical products: w1tr03, crt-p; implant date: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) epicardial lead exhibited a fracture which was confirmed. The lv lead was reprogrammed, turned off, removed and replaced. During open heart surgery the right ventricular (rv) lead was damaged. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.